Event description:
It was reported that the patient presented due to an audible tone. Interrogation determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to a sudden increase in threshold, high impedance, short interval counts (sic), and oversensing noise. A possible lead fracture was suspected. The physician elected to maintain just a ventricular fibrillation (vf) zone with a higher rate and scheduled a follow up appointment to re-evaluate a course of action. The patient then presented prior to the follow up appointment after receiving inappropriate shocks. It was noted the device experienced unexpected longevity and had reached end of service (eos). The rv lead was capped and replaced and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the pacing capture threshold in the rv (right ventricle) was elevated, and the unexpected delivery of a ventricular tachyarrythmia therapy was detected. The analyst noted there were 675 ventricular short interval counts (sic), and a cumulative of 62,685 sic; with non-sustained ventricular tachycardia (vt) and high rate episodes. In addition, oversensing noise, and ventricular fibrillation (vf) detected episodes with lead noise oversensing. There were ventricular fibrillation (vf) detected episodes with inappropriate shocks. The rv pacing impedance spiked to 1121 ohms up from a trend in the 700-800 ohm range, then the impedance measured 1368 ohms. The rv capture threshold measured 2.5 volts. The rv lead integrity warning occurred due to 2 or more high rate episodes and sensing integrity counter greater than or equal to 30 in 3 days. (B)(4).